Event description:
It was reported that the user experienced hyperglycemia with a reported glucose high of 397 mg/dl while using the ilet, noted that meal boluses repeatedly stalled around 64% without occlusion alerts, changed tubing only, then discontinued pump use and administered subcutaneous insulin by pen with subsequent reduction of glucose to 121 mg/dl. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.